Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device sparked and there was burning odor. Device is not functioning. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External investigation found evidence of heavy dust contamination and mineral deposits consistent with those caused by using non-distilled water in the general area where the water chamber is normally installed. Extremely fine dust contamination was observed in and around the air intake where the pollen filter should be installed. Mineral deposits consistent with using non-distilled water were observed on the humidifier heater plate. Using a known good power supply, pil applied power to the unit. Unit did not power on, but a burning electronic odor was noticed almost immediately. Power was quickly removed from the device. Pil was unable to verify air flow, retrieve device logs, or collect data for care orchestrator reports. Internal investigation observed smoke contamination on the underside of the touchscreen panel, the flex-print cable, the top of the pca, and the top of the iso tube. Thermal damage is visible in the vicinity of the q3 and c56 on both sides of the pca. A secondary point of thermal damage was found on the underside of the pca near r108. Discoloration consistent with rust is visible on the underside of the pca in the same vicinity as the thermal damage. What appears to be a small amount of mineral deposit on the underside of the pca also suggests water ingress. The underside of the iso tube shows evidence of water ingress and suggests the humidifier seal as the site of entry. Dust contamination and an indeterminate form of organic contamination was observed in the interior of the bottom enclosure. Similar contamination was observed in the interior of the blower box assembly as well as an insect that was trapped between the blower box wall and a noise isolator.